Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, breakage of the inflation device occurred. During the deployment of an unspecified stent the physician pressurized the advantage inflation device to 14atms on the first inflation. On the second pressurization, the pressure gauge broke off the inflation device at 16atms. The procedure was completed with another advantage inflation device. No complications were reported and the patient's status is ok.